Event description:
It was reported that bd pn¿ 32x4 france 5b 100bx pen needle clogged.

Manufacturer narrative:
Investigation summary: twelve sealed and intact 32g x 4mm pen needle samples were returned from lot. No. 8282941, cat. No. 325106 and forty seven sealed and intact pen needle samples were returned from lot. No. 8128662, cat. No. 325106. Clog testing was carried out on all sealed samples from lot. No. 8282941 and 8128662 and no issues were observed. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd pn¿ 32x4 france 5b 100bx pen needle clogged.